Event description:
It was reported by the customer "PICC line was placed two days ago and it seems to be leaking fluid at/near the insertion site. Patient had multiple saturated dressings". Additional information received 10/26/2022: what type of catheter securement was utilized? Locking device included in PICC line kit. Was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No. What they¿re being treated for: ostemylitis.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr d/l powerpicc provena catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Microscopic inspection of the sample did not reveal any evidence of current or previous leakage. Attempts to infuse water through the sample revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported by the customer "PICC line was placed two days ago and it seems to be leaking fluid at/near the insertion site. Patient had multiple saturated dressings" additional information received 10/26/2022: what type of catheter securement was utilized? Locking device included in PICC line kit was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No what they¿re being treated for: ostemylitis.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt4473 showed no other similar product complaint(s) from this lot number.